Event description:
Related manufacturer reference number: 1627487-2022-00555. It was reported that the patient fell on a hardwood floor and experienced ineffective therapy. X-rays confirmed that the leads migrated. Surgery may occur to address the issue.

Manufacturer narrative:
Event date - date of event¿ is estimated.

Event description:
Additional information was received that surgery occurred to explant and replace the leads to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.